Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. During troubleshooting, a getinge field service engineer (fse) noticed the faulty power cord. This temporarily caused the batteries not to charge. The defective power cord was replaced. This resolved the charging issue, and the iabp was functioning normally after. Both batteries were not deeply discharged, this allowed the iabp to charge normally. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) batteries were run down and it had a defective power cord, during routine testing. No patient was involved during this event. No adverse event was reported.